Event description:
It was reported that this spinal cord stimulation (scs) device was replaced because the patient needed to charge it more frequently. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the hospital and will not be returned for analysis. The patient was doing well post operatively.

Manufacturer narrative:
B3: approximated event date based on implant date since problem progressed over time